Manufacturer narrative:
Device history review indicated that all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there have been no other events for the reported lot. It was confirmed that no further information would be provided by the hospital. Therefore,, the exact cause of the event could not be determined.

Event description:
It was reported that the patient fractured her femur due to unknown event.